Event description:
Additional info received from the MFR on 9/2/1998: co has not at this time addressed the customer claim that the pump did not alarm, as the investigation of the returned pump has not yet been completed.